Event description:
Reported as "infection, lap-band explanted." Follow up findings; clarification of event from physician noted the pt had a band slippage (not an infection) secondary to vomiting resulting in a need for explantation of the lap-band.